Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch:a000141716.

Event description:
It was reported that following a fall, the patient experienced ineffective therapy. Further investigation revealed lead fracture. As a result, the surgical intervention was undertaken on (B)(6) 2024 where the patient's lead was replaced to address the issue. Investigation was unable to determine which of the leads fractured.